Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and the cause was not known. Tandem technical support started to assist the contact with performing a pump system check; however, the contact declined to complete the check and declined further information. The contact did report that an incomplete bolus alert had occurred. The contact acknowledged that the customer may have re-entered the bolus screen and forgot to exit causing the alert to be triggered.